Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify low battery alarm and failed battery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has blank display. It was also mentioned that the customer replaced the batteries and wouldn't come back on afterwards. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis. Frn- reservoir.